Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1100 mg/dl. The customer was treated with manual injection and insulin pump. The customer's mother declined troubleshooting for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer's mother also stated that the set was leaking and her daughter did not receive insulin. The product will not be returned for analysis.